Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e31025, h13h20055, h13j04064, h13g18044, h13i04032 and h13i25011. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. It was reported that the patient was treated with unspecified antibiotics. Pd therapy was ongoing. At the time of this report, the patient outcome for peritonitis was unknown and the patient was still hospitalized. Additional information was requested, but is not available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   This is the same patient as complaints (B)(4). A batch review of lot numbers h13e31025, h13h20055, h13j04064, h13g18044, h13i04032, and h13i25011 will be performed. If there is any further relevant information from that review or through other means, a supplemental medwatch will be filed.